Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 130 mg/dl at the time of the call. The customer stated that the insulin pump was exposed to moisture. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
No battery out limit alarm was noted. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had intermittent act and up arrow button response due to corroded keypad traces. Moisture damage was noted on the motor assembly, interface board and radio frequency board. Corroded battery tubes were also noted. The insulin pump was received with a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a shifted end cap sticker and a stained address and serial number label.